Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported device damaged by another device (caused damage) and difficult positioning (anatomy) were due to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, flail, and prolapsed posterior leaflet. A mitraclip ntw (40416r1032) was inserted and deployed on the mitral valve. To further reduce mr, a second mitraclip ntw (40815a1114) was inserted. However, after advancing the second clip under the mitral valve, the second clip became entangled in chordae. Troubleshooting was performed, and after multiple attempts, the clip was freed and retracted back to the left atrium. However, it was observed that the first clip (mitraclip ntw (40416r1032) had detached from the posterior leaflet and remained attached to anterior mitral leaflet (single leaflet device attachment/slda). It was noted that that the slda occurring with the first clip was due to the maneuvers of the second clip and that difficulties visualizing the clips during the procedure occurred. The second clip was then removed from the patient and the procedure was discontinued. The mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.